Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four unknown endcaps. Implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient underwent a planned revision for a non-union. Surgery was performed on (B)(6) 2014 for a left tibial nail exchange. One anteroposterior 5.0 millimeter locking screw was removed. Subsequently, a light handle fell and contaminated the surgical field. The surgical site was closed. The patient will return to surgery at a later date for removal of remaining hardware: three screws, one endcap and one nail. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
To date, revision surgery has not been rescheduled.